Event description:
It was reported "using the proximal tibial locking plate, dr was trying to lock in the diaphysis through the new targeting device. Using the technique as is in the tech. Guide, he was having trouble getting the locking screw to seat fully in the plate. The torque limiter was not effective in advancing the screw. He then switched to the locking screwdriver to advance the screw. The end result was the head of the screw popping off in the patient's leg."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.